Event description:
Pt went to cardiologist for chest pain and low blood pressure. Upon examination by sales rep in cardiologist office, pt lost consciousness. Pt was sent to hosp in ambulance and admitted emergently to hosp. Pt experienced atrial fibrillation and electrophysiologist decided to perform ablation, the sinoatrial node the morning after admission. The pt did not stabilize after the procedure and died that afternoon.